Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a severely calcified and tortuous lesion exhibiting 100% chronic total occlusion located in the proximal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that during balloon inflation at 14atm that a balloon burst occurred. The patient was reported to be alive without injury.

Manufacturer narrative:
The euphora was intended to be used to pre-dilate the lesion. No difficulty was noted when removing the device protective stylette and sheath. There was a sudden drop in pressure noted on the inflation device. The device was not moved or repositioned prior to the burst. Other balloons were used to complete the procedure. If information is provided in the future, a supplemental report will be issued.